Event description:
It was reported that during testing conducted at the manufacturer facility, bare wires were found on the cord of the core sumex drill. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Disassembly and visual inspection during device evaluation determined the cable assembly to be damaged.

Manufacturer narrative:
Device evaluation is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility, bare wires were found on the cord of the core sumex drill. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.